Event description:
Caller states that the pt tested 7.4 inr and >8 inr on the device while a comparison lab returned as 4.9 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.